Event description:
The customer reported, approximately ten (10) milliliters of clenz cleaner solution leaked under the instrument involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and cleaned up the fluid. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse), observed clenz solution leaked from a hole in the tubing at one of the side ports of the flowcell. The fse replaced the tubing at the flowcell side port and checked for pressure leaks inside the compressor. No leaks were noted. Service activity performed was verified to meet the specified requirements, per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).